Manufacturer narrative:
(B)(4).

Event description:
(Os 109.558). The dentist reported a month after the dental implant was installed in intraoral; region #25 it was verified its non osseointegration. A 32 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type I.